Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that vascular dissection, slow/no flow, and abrupt closure are a potential adverse event that may occur and/or require intervention with use of the system. Health effect - clinical code 4581: slow/no flow. Health effect - clinical code 4581: abrupt closure. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat a lesion from the left main artery (lm) to the tight and angulated ostial lm. Treatments were initially performed with using the retrograde approach and then switched to antegrade. The crown jumped during several antegrade treatments which resulted in a dissection in the proximal lm, acute vessel closure, and no flow in the vessel. The oad was removed. Balloon angioplasty and stent placement were performed with a workhorse wire to restore flow. The patient was stable.